Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery on (B)(6) 2014 and mesh was implanted during which the surgeon noted extensive adhesions to the anterior abdominal wall. It took two hours to take the adhesions down. The adhesions were noted between the abdominal wall of omentum and small bowel, both to the previously fused mesh from previous hernia repair. He could not even see the left lower quadrant where the hernia was in the beginning. It was reported that the patient experienced severe pain, nausea, inflammation, loss of appetite, loss of sexual drive and abdominal weakness. It was reported that the patient had previously underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. Other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/06/2021. Additional information: d3, d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent tot the FDA.